Manufacturer narrative:
This report is being filed to correct the device codes.

Event description:
It was reported that this device triggered a voltage too low for remaining capacity error message. Technical services (ts) discussed there was no pacing function when the device was in storage mode. Additional information noted the reason this device triggered a voltage too low for remaining capacity error message was due to the patient not having this device checked for four years and the device reaching the end of battery capacity. There was no allegation of a malfunction when it comes to this device and thus the device will not be returned for analysis. The device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the type of reportable event field.

Event description:
It was reported that this device triggered a voltage too low for remaining capacity error message. Technical services (ts) discussed there was no pacing function when the device was in storage mode. The device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct adverse event/product problem, outcome attributed to adverse event, and type of reportable event.

Event description:
It was reported that this device triggered a voltage too low for remaining capacity error message. Technical services (ts) discussed there was no pacing function when the device was in storage mode. Additional information noted the reason this device triggered a voltage too low for remaining capacity error message was due to the patient not having this device checked for four years and the device reaching the end of battery capacity. There was no allegation of a malfunction when it comes to this device and thus the device will not be returned for analysis. The device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this device triggered a voltage too low for remaining capacity error message. Technical services (ts) discussed there was no pacing function when the device was in storage mode. Additional information noted the reason this device triggered a voltage too low for remaining capacity error message was due to the patient not having this device checked for four years and the device reaching the end of battery capacity. There was no allegation of a malfunction when it comes to this device and thus the device will not be returned for analysis. The device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this device triggered a voltage too low for remaining capacity error message. Technical services (ts) discussed there was no pacing function when the device was in storage mode. The device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this device triggered a voltage too low for remaining capacity error message. Technical services (ts) discussed there was no pacing function when the device was in storage mode. No adverse patient effects were reported. The device remains implanted.